Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator. It was reported that the patient stopped using their stimulation because the device was defective. It was reported that the implantable neurostimulator (ins) would not hold a charge. The patient had not had a successful recharge in 2-3 years now and was scheduled to have a replacement. It was noted that the event started in 2014. It was noted that the patient would be having an MRI because the patient was currently in the hospital for a stroke. It was confirmed that the MRI was unrelated to the system. It was confirmed that the stroke was unrelated to the system.